Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 535 mg/dl. The customer stated that insulin pump had insulin flow block alarm. Customer was able to do troubleshooting and insulin exited out properly but when customer connected back to the set and still getting insulin flow blocked alarm. Customer reports insulin exited with the fill tubing. Troubleshooting was done for high blood glucose and under delivery. No information available whether customer was tried all remedies or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08685 inches. No unexpected insulin flow blocked alarm noted during testing.(B)(4).